Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the three-month follow-up, there was no diagnostic data collected and the battery longevity was still initializing. Implant detect needed to be manually completed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 511211 x2 competitor implantable pacing leads 2012 (B)(6). (B)(4).